Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. A visual inspection was performed on the returned device. A shaft (hypotube) separation was noted during return analysis. The investigation was unable to determine a conclusive cause for the noted shaft separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that there was an unspecified technical issue with the rx multi-link 8 2.5 x 28 mm stent delivery system. No additional information is available nor can be provided. Return device analysis indicated the hypotube was returned separated.